Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the insulation of the cable was damaged, the motor speed was not stable, the unit was out of calibration, the needle bearing was worn and the control bar position was incorrect. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
It was reported that the loaner dermatome is not working. Investigation found the cable insulation was damaged and the motor speed was not stable. No adverse event was reported as a result of this malfunction.